Manufacturer narrative:
Additional information received indicated that after the switching infusion sets, the customer has not received any additional occlusion alarms. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was slightly elevated. The customer thought the bg level may have been diet related. As the customer changed the infusion set, the tandem clinical diabetes specialist was unable to perform troubleshooting to determine a possible cause of the occlusions.